Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, on 06-june-2024, it was reported that the patient encountered 6 infusion set cannula kinked events within 3 hours after insertion. The site of insertion was abdomen. The infusion set was in use for 4-5 hours company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.